Event description:
Customer stated a blood glucose test was performed on a pt and they received a result of "hi". They called for a non fasting lab after an IV treatment was given. The device reading was 300mg/dl and the lab result was 391mg/dl. The customer states the controls were in range, no values were provided. A request was made for the return of the suspect device and replacements were sent.